Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal, vaginal odor, dysfunctional uterine bleeding and endometriosis. In 2012, the patient experienced hot flush ("hot flashes"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), gastritis ("gastritis"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), weight increased ("weight gain") and depression ("depression"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mental disorder ("mental problem"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, hot flush, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, alopecia, migraine, headache, urinary tract infection, weight increased, vaginal discharge and depression outcome was unknown and the gastritis, vaginal infection and mental disorder had not resolved. The reporter considered alopecia, depression, dysmenorrhoea, fatigue, female sexual dysfunction, gastritis, headache, hot flush, menorrhagia, mental disorder, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media vaginal bleeding, dysmenorrhea, menorrhagia,¿ most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received .reporter and patient demographics were added. Updated suspect drug indication. Concomitant drug added. Events hot flashes, fatigue, vaginal bleeding, menorrhagia, apareunia, dental problems, dysmenorrhea, gastritis, hair loss, migraines, headaches, urinary tract infection, vaginal infection, weight gain, vaginal discharge, depression, mental problem and didn¿t undergo an essure confirmation test added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal, vaginal odor, dysfunctional uterine bleeding and endometriosis of uterus. In 2012, the patient experienced hot flush ("hot flashes"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia) / excessive bleeding"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), gastritis ("gastritis"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced mental disorder ("mental problem"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hot flush, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, alopecia, migraine, headache, urinary tract infection, weight increased, vaginal discharge, depression, vulvovaginal pain, abdominal pain, back pain and pain in extremity outcome was unknown and the gastritis, vaginal infection and mental disorder had not resolved. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, gastritis, headache, hot flush, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted regarding removal details as patient underwent total hysterectomy and in current f/u if you have not had your essure removed, are you currently planning for essure removal? No is mentioned diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media vaginal bleeding, dysmenorrhea, menorrhagia,¿ most recent follow-up information incorporated above includes: on 22-feb-2019: pfs received- new events abdominal pain, lower back pain, leg pain, vaginal pain were added. New reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.